Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02458, 3006705815-2021-02459. It was reported that the patient was being hospitalized for meningitis post revision. On (B)(6) 2021 the patient underwent a full system explant to resolve the issue. The infection has also fully resolved since explant.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.